Event description:
Event description guidant received information that this implantable ventricular lead dislodged and high defibrillation thresholds were observed. This implantable atrial lead exhibited a high pacing threshold and loss of sensing.